Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was partially performed. Communication does not established. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.